Event description:
It was reported there was stimulation in the wrong location. It was noted there was no known accident or incident related to this complaint. It was reported the patient noticed the change about 4-5 days ago. It was noted about one month ago patient bumped into the corner of counter/table. It was stated that after the patient bumped into the counter the ins was sore for the rest of the day. It was stated the patient felt stimulation in bust area which was not the intended location. It was noted the stimulation was supposed to be for the back. It was noted the patient was at home. It was reported the stimulation was ¿very strong," so they tried to bring it down. It was stated the stimulation was ¿uncomfortable.¿ it was stated that the stimulation was turned down on program 1 from 4v to 2v, and stimulation was still in same location. It was stated the patient tried recharging and at first got ¿2 or 3 bars¿ then adjusted the antenna and got all 8. It was noted the patient switched to program 2 at 3v and patient reported stimulation more in the back but still in bust area. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).